Manufacturer narrative:
A trumpf medical service technician inspected the device. It was believed the column keypad caused the alleged unintended movement. The service technician exchanged the column keypad, obtained the log files and tested the device. The operating table was working as intended and no failure was obtained. However, the column keypad was scrapped directly at the customer location and was not available for any deeper investigation. The log files were reviewed during the investigation. No evidence for any device failure could be found. The root cause could not be identified.

Event description:
The customer alleged that the table column moved down without any operation before the surgical procedure started. No harm or injury to the patient or caregiver was reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
During inspection the service technician was not able to reproduce the alleged malfunction. The investigation of the log files is ongoing. No further information is available on the repair of the surgical column at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
The customer alleged that the table column moved down without any operation before the surgical procedure started. No harm or injury to the patient or caregiver was reported. This report was filed in our complaint handling system as complaint # (B)(4).